Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch basic meter has a power issue (unit does not turn on). On (B) (6) 2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose twice per day and manages her diabetes with self adjusting insulin. The power issue began 5 years ago. Reportedly, 2 days after the product issue began, the pt developed symptoms described as "panic attack, dizzy, shaky, and scared of everything." The pt was hospitalized on the same day. The pt denied that she was hospitalized for hypoglycemia or hyperglycemia. The pt tested at "147 mg/dl" on the hospital meter at the time of concern. The pt was hospitalized for some other reasons but the pt could not remember what happen on the day of concern. During her hospital stay, the doctor provided the pt with a sliding scale for her insulin to regulate her diabetes. The pt could not provide info about her reported symptoms and how the power issue was related. It would have been helpful to know could the symptoms have been prevented, and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that there was no product misuse, the battery needed to be replaced based on the info the pt provided, and the product issue was resolved with the replacement of a new battery. This complaint is being reported because the pt claimed she developed symptoms that can be suggestive for hypoglycemia after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.